Event description:
Caller reported that touchscreen on pump was cracked and shattered, making it unresponsive and illegible. There was no reported impact to the customer's blood glucose level. Cts decided to replace pump and instructed caller to use mdi as backup therapy to ensure insulin delivery was not interrupted. Caller was guided on how to put pump into storage mode and return it using a pre-paid label within ten days.